Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, blood glucose level displayed "high". The customer resolved elevated glucose with a manual correction injection of insulin and reverted to alternate method of insulin therapy.